Manufacturer narrative:
The (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the leading haptic of the c-flex aspheric 970c iol broke as the lens was delivered. The lens was withdrawn before fully entering the eye. The healthcare professional has advised rayner that the c-flex aspheric 970c iol was discarded and that the procedure was completed successfully without injury to the patient using a back-up iol. Our review of production records for the c-flex aspheric 970c iol (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol ((B)(4) 2015) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol (B)(4). Device not returned to manufacturer.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred during use of a c-flex aspheric 970c iol. The healthcare facility reports "broken leading haptic noted as lens delivered - withdrawn before fully entering eye".